Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. A visual inspection found customer applied labels, no physical or visual damage on the mlx unit. Functional testing found the light from the lamp flickers when the mlx unit was powered. Further evaluation found that the lamp was discolored and was partly melted in the lamp casing. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified. The underlying root cause for the reported event is unknown.

Event description:
It was reported by a customer that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource light flickers when the unit powers up. Additional information received on (B)(6) 2018 from the customer stated that the patient was not prepped for a procedure. There was no patient injury or death alleged, and the event did not lead to increase the surgery time. Therefore, product problem has no impact to the patient.